Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, verified the neutral wire from the line cord was infinite, and replaced the line cord assembly. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a led in the cart that would not light. They stopped the treatment of the patient after a few hours. The system was running on battery power at that moment. There was no further iabp treatment necessary. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6 (type of investigation), (component codes), (health effects-impact codes), h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a led in the cart that would not light. They stopped the treatment of the patient after a few hours. The system was running on battery power at that moment. There was no further iabp treatment necessary. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a led in the cart that would not light. They stopped the treatment of the patient after a few hours. The system was running on battery power at that moment. There was no further iabp treatment necessary. No patient harm, serious injury or adverse event was reported.